Event description:
The customer reported the system stopped working during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.